Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the haze/mist and odor/smells issue. Unit meets specifications and was returned to service on 11/02/2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "mist" (haze) emitting from the sterrad 200 sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. While onsite servicing the unit, the fse found the issue to be an odor issue. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells and haze/mist/vapor to be "low." No parts were returned for analysis. The assignable cause of the odor/smells and haze/mist/vapor issue is likely the vacuum pump oil, catalytic decomp filter, and oil mist filter. The field service engineer replaced this part and confirmed the sterrad® 200 was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.